Manufacturer narrative:
B3: the peritonitis occurred on an unspecified date in june 2023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis patient experienced an unspecified "leak issue" from a transfer set. The specific location of the leak was unknown. The cause of the leak was not reported. Subsequently, the patient developed peritonitis. It was reported the patient was hospitalized for the event "around 30 days". Treatment for peritonitis was not reported. At the time of this report, the patient outcome was reported as "now patient is in good condition". According to the reporter, the set was used "around 4 months". Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.